Manufacturer narrative:
A ge rep evaluated the system and replaced both power supplies in the generator, gib pcb, multiple power cable assemblies, back plane and power signal interface pcb.

Event description:
Customer reported the system randomly shows all squares as if it is booting up, and reboots on its own. No pt injury was reported.